Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, thus causing side to side misalignment of the grips. There was a .022 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating that overloading at the tip occurred. Failure analysis investigation also found that the pitch cables were frayed at the distal clevis hub. The frayed strands appeared to stick out at the wrist. No other cables were damaged. In addition, the yaw pulley was found broken at the distal hub. A small piece of the yaw pulley was missing and there were visible char marks on the yaw pulley. Various scratch marks with light material removal were also observed on the distal end of the main tube. The scratches ranged from .039 to .141 in length and were not aligned with the tube axis. It was concluded that the damages found were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable and main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips of the maryland bipolar forceps instrument were found to be misaligned and the jaws did not close properly. No missing or fallen pieces were reported.